Manufacturer narrative:
The complaint could not be confirmed. Analysis found that all the voltages were within MFR specifications. The generator was tested with several devices on samples of tissue and all devices were found to perform as expected with the generator. The unit was reworked by upgrading the software (B)(4) per MFR rework instructions (B)(4). The generator was then cleaned, electrically checked, rf outputs checked, and current leakage tested as per test procedure (B)(4).

Event description:
During an lsh procedure, the doctor complained of inconsistent operation and tones while using the gyrus g400 generator. Error code 200 71 (ID circuit) was stored in the fault log. The surgeon was concerned with the inconsistent operation of the device, so the procedure was stopped and the surgeon performed an open hysterectomy.